Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. Complainant reported that one of their controllers failed, switched to a new one with no issues. Staff noted that the placement signal and left ventricle signal disappeared and only showed dashes. The impella flow and purge numbers were normal. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation into the aic - optical signal issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: imc logs confirmed the reported failure mode given there was a controller error alarms (opm comm loss ¿ event set # 1043) triggered during the clinical procedure. With the lack of optical data, the pump disconnection detection mechanism was impacted, and the user had to perform an emergency shutdown. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. Device analysis: console (B)(6) was sent back field service (fs) for further investigation. This known pattern failure, which is characterized by a temporary loss (resolved after power cycle) of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging before being returned to the customer, fs performed a full functional check on the console and optical system (0042-7316) and a known-good optical pump and purge. This report is being filed as part of a retrospective review of historical records.